Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and surgery ('other essure related surgery') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient underwent surgery (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and surgery outcome was unknown. The reporter considered medical device removal and surgery to be related to essure. Amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4), hence this case should be deleted from (B)(6) (nullification reason: duplicate case is identified with fu information). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.